Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient stated that when he was sleeping 2 nights ago, his ins felt like it was overheating and was warm. It was unknown what factors could have contributed to the issue. The rep reported that the patient turned the ins off for half a day and when he turned it back on, it felt okay. The issue was resolved. No further complications were reported.